Manufacturer narrative:
The field complaint of shock was verified. During analysis, test pages were printed and it was noted that the printer would generate static electricity while printing. Shock from static electricity does not pose risk of electro caution or other safety hazards. Low moisture content in the printer paper was the cause of complaint as it was unwrapped for a very long period of time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the programmer screen froze when the printer started. The user felt an electric shock when the programmer paper or case was touched. The user touched the buckles on the side to ground/discharge the current. No patient was involved in the event. Device will not be used.